Event description:
It was reported that, "patient presented in the doctors office status post left total hip replacement with complaint of shortening of her leg. X-rays indicated a fracture about the femoral stem. Femoral stem was removed and cables placed to reduce the fracture. The same size stem was then implanted with a +zero head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.